Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery when implanting the screw the driver tip broke off. The driver tip broke off high enough that the surgeon was able to use a heavy needle driver to remove the broken piece from the screw. It was also reported that the screw was flush with the plate and no other adjustments were needed. The surgery was completed with no delays. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00481 for the driver involved in this event.